Event description:
Boston scientific crm received information that the pt with this device was taken to the emergency room by ambulance. This pt passed away the following morning. An emergency room physician advised the pt's family that the pacemaker was defective. A boston scientific crm sales representative noted that the last device check noted the device was functioning appropriately.

Manufacturer narrative:
This device was explanted and will not be returned. As a result, boston scientific crm is unable to confirm the clinical observations. No additional information is available at this time. This event will be reopened if any additional information is received.